Event description:
Alaris latex infusion set locks onto a b-d lever lock cannula by means of a screw-type connector. Device on th alarmis infusion set. This locking device freely separates. Pt then bleeds out an open port. Product evaluation necessary. Clamp not sufficient to hold units together. B-d. 1 tiny thread.